Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the physician performed the procedure as usual, the angio-seal device collagen sponge could not be pushed under the skin completely as the patient had a good physique. The collagen sponge was managed to be pushed under the skin using saline and a pair of forceps. Manual compression was applied to achieve hemostasis. The procedure before deploying the device was percutaneous coronary intervention (pci). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h2, and to provide the completed investigation results. H6: investigation findings: 114 is based upon the evaluation of user facility information and the investigation of the returned sample: 213 is based upon functional testing and dimensional testing of the returned sample. One used 6fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned unmated with the hemostasis sheath. The guidewire was not returned. No other accessory components were returned. Upon visual analysis, the arteriotomy locator was not appropriately mated with the hemostasis sheath. It was noticed that the locator was not properly snapped on the sheath hub. The hemostasis sheath and arteriotomy locator was examined under a microscope and the misalignment of the blood inlet holes were confirmed. No other visual anomalies were noted. For functional testing, the arteriotomy locator was removed and re-inserted into the hemostasis sheath. The arteriotomy locator was clicked and locked into the hemostasis sheath as intended and a clear tactile snap was audible. A new guidewire was obtained, and the locator was subjected to functional testing. The guidewire was inserted into the locator and it worked as intended. No functional anomalies were noted. No issue was noted during functional testing. For dimensional testing, the inner diameter of the locator was measured to be 0.037'' which was within the specification of 0.037'' +/-0.001. The outer diameter of the sheath was measured to be 0.116' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the returned device, the complaint could be confirmed for difficult insertion of the assembly into patient's artery. The exact cause of the insertion difficulty at the transition between the insertion sheath and the locator cannot be determined based on the available information. The locator/sheath assembly was functionally and dimensionally tested and no anomalies were noted. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).